Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String came out upon removal...forcing me to put the tampon out myself [foreign body in reproductive tract]. String has completely come out upon removal [complication of device removal]. String has completely come out [device breakage]. Case description: consumer reported via email that the tampon string came out during removal. She was forced to take the remaining tampon out herself. No serious injury was reported.